Manufacturer narrative:
This sentence was missing in the initial submission: the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Fields updated. Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up visit, low ventricular impedance and noise was observed. Fracture of the lead was suspected. The time to recommended replacement time (rrt) was not correctly updated. Even after several tests during revision procedure to change the lead, it was not possible to get a valid time to rrt. The physician decided to change the leads and also the pacemaker, a new system was implanted at the opposite side. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during a follow-up visit, low ventricular impedance and noise was observed. Fracture of the lead was suspected. The time to recommended replacement time (rrt) was not correctly updated. Even after several tests during revision procedure to change the lead, it was not possible to get a valid time to rrt. The physician decided to change the leads and also the pacemaker, a new system was implanted at the opposite side. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, during a follow-up visit, low ventricular impedance and noise was observed. Fracture of the lead was suspected. The time to recommended replacement time (rrt) was not correctly updated. Even after several tests during revision procedure to change the lead, it was not possible to get a valid time to rrt. The physician decided to change the leads and also the pacemaker, a new system was implanted at the opposite side. The subject pacemaker will be returned for analysis.